Event description:
It was reported, "the closed suction device needed changing. [A] new ballard was placed in line with the ventilator circuit. Patient (pt) discomfort noted by respiratory therapist (rt) but attributed to dysynchrony with the ventilator. Shortly after the bedside registered nurse (rn) calls and alerts the rt to lower effective ventricular tachycardia (vts). Rt arrived and troubleshooted the circuit checking for connections in place, bagging the pt, and eventually checking the suction. When the suction tubing was removed from the ballard, effective vts increased, but not to baseline (11cc/kg). Upon obstructing the end of the ballard volumes returned to normal. A new ballard was attached and volumes returned to baseline."

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 05 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, "the closed suction device needed changing. [A] new ballard was placed in line with the ventilator circuit. Patient (pt) discomfort noted by respiratory therapist (rt) but attributed to dysynchrony with the ventilator. Shortly after the bedside registered nurse (rn) calls and alerts the rt to lower effective ventricular tachycardia (vts). Rt arrived and troubleshooted the circuit checking for connections in place, bagging the pt, and eventually checking the suction. When the suction tubing was removed from the ballard, effective vts increased, but not to baseline (11cc/kg). Upon obstructing the end of the ballard volumes returned to normal. A new ballard was attached and volumes returned to baseline."

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence did not confirm the complaint as reported. The root cause was not determined. The device history record for lot 1571056 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 sep 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.